Manufacturer narrative:
This report is based on information provided by philips authorized third-party service provider and has been investigated by the philips complaint handling team. The device was repaired by the third-party service provider; however, no details regarding the replaced components were provided. The device was returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was not provided. The device was returned to full functionality.

Event description:
Philips received a complaint on the defibrillator indicating that treatment failure was indicated by self-examination. There was no patient involvement.

Manufacturer narrative:
Reporter last name: (B)(6). Reporting institution name: (B)(6) hospital). Reporting address line 1: (B)(6). Reporting address postal: (B)(6). Reporting address city: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that treatment failure was indicated by self-examination. There was no patient involvement.